Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/27/2015: customer support (cs) completed troubleshooting the basal delivery totals in total daily dose match active basal program total, the basal history matches the active basal program settings, bolus totals match, and all boluses are recorded as programmed. The patient has signs and symptoms of illness. Cs referred patient to hcp for diabetes management.

Manufacturer narrative:
Follow-up #1 date of submission 10/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the last bolus delivery and the last basal delivery were on (B)(6) 2015. No eaw¿s related to the complaint in the alarm history. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. Battery compartment is cracked near the cover. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.